Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2022, the patient presented with stable angina. Heparin or other antithrombotic medication were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the proximal right coronary artery (rca) and was 10 mm long with a reference vessel diameter of 4.0 mm. There were two layers of stents visualized. The target lesion was predilated using a 4.00 mm x 20 mm balloon with 40% residual stenosis and timi flow 3. Following pre-dilation, the lesion was successfully treated with 4.00 mm x 30 mm agent dcb, inflated to 12 atm for 180 seconds, with 30% residual stenosis and timi flow 3. The patient was discharged on aspirin and prasugrel. In (B)(6) 2025, the patient presented to the emergency department with chief complaints of chest pain associated with shortness of breath on exertion and symptom which were relieved at rest. The patient was hospitalized for further evaluation and treatment. At the time of event, the patient was on aspirin and prasugrel which were continued. Cardiac catheterization, echocardiogram, and lab tests were performed as diagnostics for this event. Diagnostic coronary angiography revealed 95% in stent restenosis (isr) at the proximal/mid rca. The patient was diagnosed with coronary artery disease and recommended for revascularization. The 95% isr was successfully treated with balloon angioplasty and two non-boston scientific drug eluting stents. Post revascularization, the residual stenosis was noted as 0% and timi flow was 3. The event was considered to be resolved/recovered. The patient was discharged on dapt. In (B)(6) 2026, the patient presented to the emergency room with chest pain. Troponin levels were elevated, and the patient was diagnosed with a non-st-elevation myocardial infarction (nstemi). Coronary angiography demonstrated 100% isr of the proximal rca, with complete occlusion and collateral flow from the left anterior descending (lad) artery. Medical therapy was recommended, and the patient's medication regimen was initiated or adjusted accordingly. The patient discharged from the hospital. The event is considered ongoing.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: a device history review (DHR) for this device could not be completed as no universal part number was provided to allow for a ship history report to be performed. At final inspection the device is inspected for defects and any units not meeting specification will be automatically scrapped. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device as pain (anginal, non-anginal), myocardial ischemia/infarction and vessel occlusion (abrupt closure, slow flow/no reflow, thrombosis, restenosis) are known adverse events associated with device use. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The reported dsynea, enzyme elevation, cardiac, hospitalization and requirement for imaging and medication was likely due to the complex nature of the patient condition.

Event description:
It was reported that myocardial infarction and restenosis occurred. Iin (B)(6) 2022, the patient presented with stable angina. Heparin or other antithrombotic medication were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the proximal right coronary artery (rca) and was 10 mm long with a reference vessel diameter of 4.0 mm. There were two layers of stents visualized. The target lesion was predilated using a 4.00 mm x 20 mm balloon with 40% residual stenosis and timi flow 3. Following pre-dilation, the lesion was successfully treated with 4.00 mm x 30 mm agent dcb, inflated to 12 atm for 180 seconds, with 30% residual stenosis and timi flow 3. The patient was discharged on aspirin and prasugrel. In (B)(6) 2023, the patient started experiencing dyspnea on exertion associated with chest tightness. At the time of event, the patient was on aspirin and prasugrel which were continued. An exercise stress test was performed. In (B)(6) 2023, coronary angiography revealed (B)(4) in-stent restenosis (isr) at the proximal rca. Angiography without revascularization was performed and the event was considered ongoing. In (B)(6) 2025, the patient presented to the emergency department with chief complaints of chest pain associated with shortness of breath on exertion and symptom which were relieved at rest. The patient was hospitalized for further evaluation and treatment. At the time of event, the patient was on aspirin and prasugrel which were continued. Cardiac catheterization, echocardiogram, and lab tests were performed as diagnostics for this event. Diagnostic coronary angiography revealed 95% in stent restenosis (isr) at the proximal/mid rca. The patient was diagnosed with coronary artery disease and recommended for revascularization. The (B)(4) isr was successfully treated with balloon angioplasty and two non-boston scientific drug eluting stents. Post revascularization, (B)(4). The event was considered to be resolved/recovered. The patient was discharged on dapt. In (B)(6) 2026, the patient presented to the emergency room with chest pain. Troponin levels were elevated, and the patient was diagnosed with a non-st-elevation myocardial infarction (nstemi). Coronary angiography demonstrated 100% isr of the proximal rca, with complete occlusion and collateral flow from the left anterior descending (lad) artery. Medical therapy was recommended, and the patient's medication regimen was initiated or adjusted accordingly. The patient discharged from the hospital. The event is considered ongoing.